Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The new patient pump 1 is on order will be replaced to solve the reported issue. In the meantime, the customer is using the patient pump 2. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t patient pump 1 was generating low flow during procedure. There was no report of patient injury.